Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that migrated post implantation. It was reported that there was a problem with the pocket in the left breast. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 500cc gel breast prosthesis on (B)(6) 2014.

Manufacturer narrative:
Correction: mentor neglected to address in the initial report that the suspect medical device was discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). H3 device evaluated by manufacturer?: not returned to manufacturer. H6: type of investigation: device discarded (b18).